Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, certificates of conformance, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper initial implant size selection, using too long of an implant or not installing the implant deep enough.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient's initial si joint pain resolved, but he later reported pain around the surgical site. The surgeon determined that the caudal positioned implant was too proud of the ilium causing pain around the surrounding tissues. In (B)(6) 2020, the surgeon removed the caudal positioned implant. No other preexisting implants were adjusted or removed. The patient's pain subsided following the revision procedure.